Manufacturer narrative:
This is not an implantable device concomitant medical products: 1mtec30 cartridge, lot cd01199; phaco tip opor3021g, lot f92186. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that two foreign filaments were found in the anterior chamber of the patient's eye right after the intraocular lens (iol) implantation and the irrigation/aspiration (I/a) procedure. There was a delay of 10 minutes in the procedure but no secondary surgical or medical intervention was required. The account believes that the filaments are coming from either the cartridge, the viscoelastic or the phaco tip; therefore 2 mdrs will be filed. This is to record the viscoelastic endocoat. A separate report will be submitted for the cartridge.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 3/25/2019. Device returned to manufacturer: yes. Method code: since material was returned, method code updated from 4114 to 10. Device evaluation: a single, opened healon endocoat unit from lot 027038 was returned for evaluation on the 25th march 2019. Visual evaluation of the returned unit, performed under magnification, could not confirm the presence of the fibers as indicated by this complaint. The only visible particulate identified was an opaque particle on the stopper face. This was determined to be dried sodium hyaluronate due to desiccation of the solution in contact with air residing in the tip cap. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing record evaluation: the manufacturing records for the healon product were reviewed. The product was manufactured and released according to specification. No non-conformance reports (nc's) and no exemption report (ER's) were found associated to this production order. A search revealed that no additional/similar (as applicable) complaints for this order number have been received conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Historical data analysis: the search in complaint history revealed that no similar complaints were received for this lot number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.